Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 sire kit fungal growth was found in the broth. The following information was provided by the initial reporter: fungal growth in the broth.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2188093 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed and one other complaint has been taken on this batch. Retention samples from batch 2188093 (100 tubes) were available for inspection. The retention samples showed no signs of turbid media in 100/100 retention tubes. For further investigation 10 retention tubes were incubated. Five tubes were placed into 33-37-degrees celsius incubation and five tubes were placed into 20-25-degrees celsius incubation. At the end of a seven-day incubation period, no microbial growth was observed in 10/10 incubated retention tubes. Two photos were received to assist with the investigation: the first photo shows one tube from batch 2188093. The media in the tube does appear have possible fungal contamination. The second photo shows one tube and there does appear to be possible fungal contamination. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos received. Bd will continue to trend complaints for contamination. No additional actions are indicated at this time.

Event description:
It was reported that bd bactec¿ mgit¿ 960 sire kit fungal growth was found in the broth. The following information was provided by the initial reporter: fungal growth in the broth.